Manufacturer narrative:
Device used for treatment not for diagnosis. Stephenson, d., love, s., garcia, g., mair, s., (2012), recurrence of an olecranon stress fracture in an elite pitcher after percutaneous internal fixation: a case report, the american journal of sports medicine, 40, 218-221. This report is for an unknown intramedullary screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: stephenson, d., love, s., garcia, g., mair, s., (2012), recurrence of an olecranon stress fracture in an elite pitcher after percutaneous internal fixation: a case report, the american journal of sports medicine, 40, 218-221. This article is a case report of a 21-year-old right hand¿dominant pitcher sustained an olecranon stress fracture in his right elbow. His medical history was significant for an initial diagnosis of an olecranon stress reaction a year earlier. His initial injury had been treated non-operatively. Radiographs were taken at that time and they did not demonstrate any evidence of stress fracture. Later that year, during a game, he suffered an injury to his elbow. Radiographs and magnetic resonance imaging (MRI) was performed. The radiograph showed a stress fracture of the olecranon. The MRI confirmed the radiograph showing an incomplete olecranon stress fracture with moderate joint effusion with a normal ulnar collateral ligament. Surgery was performed and he received an intramedullary cannulated screw. Seven months after the surgery he started to experience pain and radiographs were normal. He was treated with anti-inflammatory medications. Once asymptomatic, he was cleared to throw again. He did will for six weeks when he began to experience pain with throwing again. Later, radiographs revealed a recurrence of the stress fracture. He underwent a revision surgery and the original screw was removed and a new longer screw was used with another screw placed along the medial aspect of the ulna perpendicular to the fracture. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4) for an unknown screw.